Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal hernia procedure, 3 balloons would not inflate. A fourth one was opened which worked and was used to complete the case. There was no patient injury.